Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension; product ID 37601, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported there was an impedance measurement of >40,000 ohms on the first primary cell implantable neurostimulator (ins) that was used. It was stated they were unaware of any impedance issue prior to the change out. It was noted they could see blood on the first port and they switched the extension to the second port, 8-11 and they continued to see high impedance readings. It was stated blood had squeezed into the second port. It was noted they had tried to suction out the blood but when they pressed on the header block, blood moved to the second port. It was noted the second ins was going to be expired on (B)(6) 2014. It was noted they saw high impedance and low ma. It was noted c0 was low and the rest of the pairs were high. It was stated they had ¿wasted¿ two ins¿. It was stated they were going to replace the extension.